Manufacturer narrative:
Insulin pump had no button response due flattened dome switch on act button. Moisture damage was also noted on keypad traces. Insulin pump had a cracked reservoir tube lip, severely scratches on display window and cracked case near display window corners

Event description:
The customer reported a button error. The blood glucose reading was 207 mg/dl. Prior to the event, the insulin pump may have been exposed to moisture in the shower. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.